Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg and two percutaneous leads, on (B)(6) 2009. It was reported that the patient lost stimulation. The patient reported that he is unable to locate the ipg to stimulate or charge. He stated that he last used the ipg about 3-4 months ago. A replacement charger was sent to the patient; however, it is currently undetermined whether the replacement external device resolved the issue. No further information is available. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg.